Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. Six days after the pfa procedure the patient was brought to the hospital by emergency medical staff (ems) after they experienced cardiac arrest and respiratory failure. When ems reached the patient, they were already on the ground and in asystole. The patient was given epinephrine which put him in a junctional rhythm. Further epinephrine led to ventricular fibrillation. He was given amiodarone by ems and cardioversion was attempted twice. By the time the patient arrived at the hospital they were experiencing pulseless electrical activity. Resuscitation was attempted for a little over an hour but was ultimately unsuccessful. The patient was cool to the touch and his pupils were fixed and dilated. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.